Event description:
The customer contacted physio-control to report that their device displayed all three icons (charge-pak, attention, and service wrench) and would no longer power on. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. It was observed that the device was unable to power on and the internal hybrid layer capacitor (hlc) batteries measured low voltage. Physio also observed evidence that a shorting plug was previously inserted into installed charge-pak battery. The shorting plug is used to safely deplete a charge-pak. When the depleted charge-pak was inserted into the device, the charge-pak rapidly depleted the hlc batteries. Physio determined that the cause of the reported issue was due to user error. The customer received a replacement device.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device displayed all three icons (charge-pak, attention, and service wrench) and would no longer power on. There was no patient use associated with this event.